Event description:
Five days post-op the pt was ready to go home and so the drain was taken out. The physician puts in the blake using the trocar. The pt has it exit on the left side of the chest. It is assumed that when the drain was put in it hit a small artery. The presence of the drain tamponaded the artery. When the drain was removed, the pt began to bleed into their left chest. The pt became symptomatic with shortness of breath, pain in the chest and decreased blood pressure. A chest x-ray showed a chest full of blood and the pt was taken to the or for re-exploration and a bleeding artery was found at the site of insertion of the blake. The pt is fine but did end up in the hosp for approx 4 extra days.